Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm on (b)(6) 2026. The patient's CGM reading was 70 mg/dL and their blood glucose reading was 400 mg/dL. The patient experienced nausea with their ketone levels measured at 4.2 mmol/L. The patient was taken to the hospital and treated with insulin and IV fluids. The patient was admitted to the hospital on (b)(6) 2026 and was discharged on (b)(6) 2026. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.